Event description:
I had a hernia repair on (B)(6) 2008. After surgery, I started having pain laying down flat in bed and also severe pain on the nerve when experiencing constipation. I complain with the surgeon regarding the side effects. He stated that: "either have the mesh removed and live with the hernia or live with the pain taking pain killers for the rest of my life." So I have been suffering daily with pain all these years. I have also mentioned this to my doctor. But now, the pain is getting worse. In 2008, complained about the side effects with the surgeon; in 2013 reported to my doctor; in 2015 - reported again to my new doctor. In 2017 reported again to my new doctor, who recommended to have a new surgery. Unable to sleep properly. Dates of use: (B)(6) 2008 - (B)(6) 2017.